Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that inefficient therapy was delivered due to high threshold and persistent ventricular tachycardia. Lead was explanted and replaced.